Event description:
It was reported that an ilet pump¿s touchscreen was cracked and became unresponsive after the pump struck a wall while the patient was getting up at night, rendering the device unusable; the affected component was the touchscreen and the issue aligned with a fracture-type device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage, affecting the touchscreen and presenting as a fracture-type failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.